Manufacturer narrative:
(B)(4). A photo of the device was received and an evaluation was performed to investigate the reported leak. A visual inspection of the photo was performed with no issues noted on the transfer set. However, cracks were noted on the minicap. Investigation related to the minicap can be found documented in report number 1416980-2014-33658. Upon conclusion of the investigation, the transfer set was determined to meet product specifications. The reported problem of leak could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date of (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a leaking transfer set while the twist clamp was closed. The cause of the leak was reported to be due to cracks on the twist clamp of the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.